Event description:
It was reported that the vibratory alert would not vibrate when attempted to test it in the clinic. The issue was not resolved. There were no adverse health consequences, the patient was stable.